Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. At the time of contact patient reported that their smart device was no longer showing the signal loss icon. Patient was advised that if this occurs again, try disabling and then re-enabling bluetooth, close all background applications, and if still no connection within 5 minutes, reset the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.